Event description:
The customer reported that the 840 ventilator stopped cycling. Patient involvement is unknown.

Manufacturer narrative:
Nellcor puritan bennett will notify the FDA when the evaluation is completed.